Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the brachial artery. The 90% stenosed and de novo lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx) artery. Upon insertion of the 20mm x 2.50mm apex monorail balloon catheter to the lesion, the balloon was inflated once to unspecified pressure and the balloon ruptured. The balloon catheter was removed intact without incident. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. Vascular access was obtained through the brachial artery. The 90% stenosed and de novo lesion was located in the severely calcified and moderately tortuous distal left circumflex (lcx) artery. Upon insertion of the 20mm x 2.50mm apex monorail balloon catheter to the lesion, the balloon was inflated once to unspecified pressure and the balloon ruptured. The balloon catheter was removed intact without incident. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as 'good.'

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed a severe kink in the distal shaft approximately 9.9cm distal to the port. There was a large build up of solidified contrast media present inside the inflation lumen and balloon. Microscopic examination of the balloon could not identify any tear or holes in the balloon material. The device was attached to an encore inflation unit in an attempt to inflate liquid into the balloon, however the balloon would not inflate. The device was immersed in hot water in an attempt to dissolve the solidified contrast media that was present. However all additional attempts to inflate the balloon failed due to the condition of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).